Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It should be noted that the coronary dilatation catheters mini trek rx, global instructions for use states: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed reports, new information has been received as follows: there was no resistance felt during removal of the protective sheath prior to use. Resistance was felt when advancing the balloon catheter to the lesion in the left anterior descending artery. The balloon was inflated three times all at 20 atmospheres (atm) in an attempt to dilate the heavily calcified lesion. On the third inflation at 20 atm the balloon ruptured. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery that was heavily calcified and moderately tortuous. The 2.0 x 15 mm mini trek balloon ruptured when inflated due to the calcified anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.